Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. D10: rod x2, closure tops x6. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2026-00190 through 3012447612-2026-00199.

Event description:
It was reported that two days after a linesider construct was instrumented at l3-5, the patient felt a pop in his back and a follow-up MRI found the tulip had detached from the screw shank at left l3. A revision surgery was performed to replace the screw. During the revision, the tulips detached from the shafts of four more screws. The full construct was removed and replaced with competitive product. This is report nine of ten for this event.